Manufacturer narrative:
The device was not returned to resmed for evaluation. Per the reporter, the device was returned to the distributor for evaluation. The evaluation found that the user allowed the astral internal battery to deplete which resulted in the device to be unresponsive. The device was charged, rebooted and it is now operating normally. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.